Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had difficulty when selecting with the stylus pen. The programmer also had problems with interrogation and was slow to load software. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had difficulty when selecting the stylus pen or had problems with interrogation. It was confirmed that the programmer could not update software. It was also indicated that a connector was damaged. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.